Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was almost 500 mg/dl and 117 mg/dl. The customer was treated with manual injection 10 unit and manual bolus with the insulin pump. Troubleshooting was declined for high blood glucose. The insulin was leaking due to tubing detachment. The customer would continue to troubleshoot for leakage. The device will not be returned for analysis.